Manufacturer narrative:
The root cause for the lead being taken out of service remains unknown, thus further information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to a product performance issue (not good). It was not reported that a new system was implanted. No further information was given. No adverse patient effects were reported.